Event description:
A doctor alleged that one (1) patient had experienced the debonding of a crown after placement with the nx3 cement.

Manufacturer narrative:
Specific patient information with regard to age, and weight was not provided. Specific product information with regard to catalog number, lot number, or expiration date was not provided. The patient returned to the office on (B)(6) 2014, and the doctor noted that the patient's tooth was fractured. The doctor placed a temporary restoration on the tooth. The doctor reported that the patient is currently undergoing further treatment and may require a tooth extraction; however, the extraction is due to the tooth fracture which the doctor confirmed was unrelated to the use of the nx3 product and/or debonding of the crown. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.